Event description:
It was reported that the device was approaching elective replacement indicator (eri) much sooner than expected. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076 implantable pacing lead - (B)(6) 2010, 4196 implantable pacing lead - (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device was approaching elective replacement indicator (eri) much sooner than expected. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.